Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Power switching: per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02014, 02015 and 2016) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient described, "that the batteries showed abnormal behavior while switching between the ports for no recognizable reason." Engineering team recommend to replace the batteries which "solved the problem." It was stated that the "patient went back home in normal condition." No reported consequences or impact to patient. Investigation is ongoing.

Manufacturer narrative:
The unit was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via logs. Analysis of the device revealed the following: (B)(4) passed visual and functional testing, and there is no evidence that this battery contributed to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. This is three of three reports (3007042319-2015-02014, 3007042319-2015-02015 and 3007042319-2015-02016) submitted for devices related to the same event